Manufacturer narrative:
If we become aware of additional information, we will supplement this report.

Event description:
It was reported that a seal inflation valve came off the first jada device and a second jada device used in the same patient fell out of the patient while she was being moved from the operating room table to the transport table. The patient had delivered the previous day without incident and began hemorrhaging in the postpartum unit. The patient was taken back to the operating room for a d&c where retained products were removed. After the d&c, the physician inserted the first jada device and filled it with 120cc of sterile fluid into the cervical seal. When the physician attempted to disconnect the syringe from the seal valve, the seal valve separated from the rest of the device. The physician noted that he yanked vigorously on the syringe without supporting the valve during the attempted removal of the syringe. A new jada device was inserted, and the cervical seal was filled with 180cc and hooked up to suction. The uterus was reported to be firm after 30 seconds and the bleeding controlled. Several minutes later (unknown how many minutes lapsed), the patient was moved from the operating table to the transport table and the jada fell out of the patient. The device was reinserted into the uterus, the cervical seal inflated this time to 180cc, and the suction was attached. The postpartum hemorrhage overall was successfully managed with jada.